Event description:
On (B)(6) 2013, the patient was taken to the operating room and was induced under general anesthesia for the placement of the new intrathecal catheter. When the subcutaneous tissues over the pump were opened, there was quite a bit of fluid surrounding the pump; however, this reportedly appeared to be normal serous fluid. Cultures were sent to make sure, but the healthcare provider (hcp) did not see any obvious infection. Upon implant of the catheter, there was good flow of cerebrospinal fluid (csf) coming from the distal end of the catheter. It was indicated that the patient tolerated the procedure well and there were no complications. In addition, it was stated that the pump was filled with saline. At a (B)(6) appointment, inspection of the lumbar spine and right abdominal region showed a nicely healing incision site with no signs or symptoms of infection or wound dehiscence. The incisions were clear, dry, and intact without redness or swelling. It was indicated that the patient was doing well and was glad to have a pain pump. He was scheduled to have it filled by his pain management clinic. This information no longer applies to this event as it is related to pump ((B)(4)). The information pertaining to the fluid surrounding the pump will now be reported under manufacturer report # 3004209178-2014-01030.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709 lot# j10883r69, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a surgical procedure scheduled for (B)(6) to replace the pump because the battery had depleted; however, upon explant, evidence of infection was found. As the new pump had already been opened, the healthcare provider (hcp) decided to remove the old pump and catheter, place the new pump in the patient's other side, and treat him with antibiotics until the infection was all cleared up. At that time, the hcp would implant a new catheter and connect it to the previously implanted pump. It was indicated that the catheter was not attached to rule out a cerebrospinal fluid (csf) infection. At a (B)(6) appointment, it was indicated that the patient's left and right peritoneal incisions were clean, dry, and intact. They were healing nicely with no signs or symptoms of infection or wound dehiscence. It was noted that the staples were removed without complication. At that time, the patient was doing well and reported having good pain control on oral medications; however, it was stated that the patient had not been wearing the abdominal binder because it caused increased pain. In addition, it was noted that the patient's gait was mildly antalgic and he ambulated in slight forward flexion. At a (B)(6) appointment, it was noted that the patient's casual gait was somewhat slow and slightly antalgic. In addition, since the pump was not connected, the patient had been managed with oral pain medications which caused increased lethargy and mild confusion. Lab work was performed and it was found that the gram stain from the operative sample was negative. On (B)(6), the patient was taken to the operating room and was induced under general anesthesia for the placement of the new intrathecal catheter. When the subcutaneous tissues over the pump were opened, there was quite a bit of fluid surrounding the pump; however, this reportedly appeared to be normal serous fluid. Cultures were sent to make sure, but the hcp didn't see any obvious infection. Upon implant of the catheter, there was good flow of csf coming from the distal end of the catheter. It was indicated that the patient tolerated the procedure well and there were no complications. In addition, it was stated that the pump was filled with saline. At a (B)(6) appointment, inspection of the lumbar spine and right abdominal region showed a nicely healing incision site with no signs or symptoms of infection or wound dehiscence. The incisions were clear, dry, and intact without redness or swelling. It was indicated that the patient was doing well and was glad to have a pain pump. He was scheduled to have it filled by his pain management clinic.

Event description:
It was reported that the patient had a possible infection. It was indicated that a new catheter would be implanted at a later date. The drug used in the device system was unknown.